Event description:
It was reported by the affiliate that the (1) 355ld was used during an unknown procedure. It was reported that the safety shield would not work. The case was completed with a new instrument and there was no consequence to the patient.